Event description:
Potential for injury associated with a p9000xdt1816 power wheelchair with a frame that is broken where the fork attaches. This could cause the chair to be unstable and the user could fall.